Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The diagnostic log was not made available. The asp determined replacement of the motor control (mc) printed circuit board assembly (pcba) was necessary. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer reporting a 35v failure on the v60 ventilator. The device was not in clinical use. There was no report of harm.

Manufacturer narrative:
Reporting institution phone number - (B)(6) . Reporter phone number - (B)(6).